Manufacturer narrative:
On (B)(6) 2016 an fse was dispatched to the customer site to address the reported event. The fse cleaned and lubricated the incubator, rotor and drive belt. The fse checked belt tensions and adjusted the sorter door latch and magnetic hold, and adjusted end marker sensor position. The fse upgraded the software to version 2.02 and also due to inventory map not updating, the fse copied new "panel control" files and ran qc and patient samples to verify operation. The aia-2000 was functioning as intended with all issues cleared. No further action required by the fse. The most probable cause of the reported event was due to a dirty base plate. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported the incubator is making noise, sorter door latch is not working properly and it is not detecting the end of run marker consistently on the aia-2000 analyzer. The customer is unable to run ckmb, ctnl2, bchg, fsh, e2 and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, ctnl2, bchg, fsh, e2 and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.